Event description:
It was reported that an x-ray was taken to confirm all pieces were collected after a tip/component of the handpiece came off during a total knee procedure. The part had been removed and the site flushed before the procedure was completed with another device. The x-ray did not show anything left in the pt. No other medical treatment or intervention was required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval; and the reported condition was confirmed. Based on the investigation details, the yoke tip was found to be missing, and the evidence of third party parts and service was found, while likely contributed to the event.